Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported failure was due to a broken/open solder connection to leg 2 of an inductor, designator l1, on the analog pcb assembly. The open solder connection caused the device not to power on and to have 60.9 ma of off current draw, which deleted the device's internal hybrid layer capacitor (hlc) batteries. The device was no longer under warranty and the customer was advised to purchase a new device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed all three indicators (service wrench, attention and charge-pak icons) in the readiness indicator. The device would not power on when the device's lid was opened or when the on button was pushed. There was no patient use associated with the reported event.